Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Product ID: neu_unknown, lot# unknown, product type: unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. The patient reported broken lead, lead damaged, or lead cut. It was reported that the bandage on patient's back had came off. The patient said after voiding this afternoon, they noticed that the bandage on their back came off and thinks that the wire also came off with it. The patient was unable to confirm if the wires came out of their back as there was no one with them. The patient said that they felt pain on the lead site area. They had advised patient and their nurse to contact physician office for assistance. Nurse said that they will try to get in touch with the physician office. The cause of the event was not known. The issue was still ongoing.